Manufacturer narrative:
(B)(4) no longer applies to this event (B)(4) no longer applies to this event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the urinary tract infection (uti) was chronic and had interstitial cystitis (ic) since 2014. The patient noted that they had a uti in (B)(6) 2017 and (B)(6) 2017. The patient stated the cause of the uti was dehydration and jet leg exhaustion. The patient stated that they were uncertain to if the utis were related to the underlying urinary dysfunction. The patient noted the uti was definitely not related to the device or therapy. The patient noted they had antibiotics for the uti. The patient stated the cause of the need for antibiotics was urgency and extreme pain. The patient noted the action/interventions taken to resolve the return of symptoms, burning and bladder pain was cranberry juice, pyridium, and rehydration. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient stated they were experiencing leaking and pain in their bladder. The patient stated they were a flight attendant and went through an airport metal detector and thought it may have turned their therapy off. The patient stated they never had problems with this before and they weren¿t sure how to check the device with their programmer. The patient reported the bladder pain and burning a month before the report and took cipro on friday night, 2 on saturday and sunday which helped. The patient stated they hadn¿t done any troubleshooting so far since they didn¿t know how the programmer worked. The programmer showed stimulation was on at 1.8 v on program 4. The patient stated their symptoms had improved but they hadn¿t confirmed they had another uti from a healthcare provider. The patient was redirected to their healthcare provider to discuss possible uti and if symptoms didn¿t improve, to consider increasing stimulation. No further complications were reported.